Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and cerebral palsy. On (B)(6) 2015 it was reported that the patient went in for a pump refill roughly 6 months ago and they drew up a significant amount of old drug from the pump. The reservoir programming was significantly different. The physician performed a dye study and could not aspirate. It was determined that the pump would flip; it was identified during a refill. Due to the dye study, the catheter was replaced. The issue was resolved. The patient status was reported as "alive - no injury". Additional information was received from the company representative on (B)(6) 2016 and it was reported that it was unknown exactly when the pump flipped, but the family said during the first pump refill. The patient had no symptoms related to the event. The cause of the volume discrepancy, flipped pump, and inability to aspirate was not determined.

Manufacturer narrative:
Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion, damage to transition tube. There was twisting observed on the catheter body. A kink was also observed not far from the location where the twisting was seen. During pressure testing, the kinked area would occlude when the catheter was bent to a narrow radius. Also there was damaged seen on the transition tubing.

Manufacturer narrative:
Conclusion code no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.